Manufacturer narrative:
Sc-1110 ((B)(6)). Device evaluation indicated that the ipg passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will be returned.

Event description:
It was reported that the patient was experiencing pain and inadequate stimulation. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device will be returned.